Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the scope connector mechanical unit loosened. Based on the result, we concluded that it was caused due to the excessive force applied on the scope connector mechanical unit.

Manufacturer narrative:
(B)(4). The endoscope will be evaluated by pentax medical. Once evaluation is completed the device will be repaired and returned to the customer or loaner inventory as applicable. This is the first time model epk-1000 (B)(4) has been serviced at a pentax facility since the device was put into service on 07-feb-2022, a device history record(DHR) review for model epk-1000 (B)(4) was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured in the (B)(4) facility on 21-jan-2010 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 21-jan-2010. The investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of a complaint that occurred in the united states. The customer reported no video image involving pentax medical video processor, model epk-1000 (B)(4). The event timing and location are unknown. No death or serious injury was reported.